Manufacturer narrative:
Outcomes to adverse event: other: neck pain, arm pain, residual deformity, proximal deformity (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 9; gender: (male: 04, female: 04); mean age: 55.4 years; mean weight: 74 kg: mean height: 153.8 cm it was reported in the clinical aggregated data report that 9 patients were diagnosed with cervical kyphosis; and underwent surgeries in the period ranging from apr-2013 to aug-2016. At baseline, 4 patients had neck pain and 4 patients had arm pain. Post-op, at 3 months follow-up, neck pain was reported for 1 patient and arm pain was reported for 1 patient. At 12 months follow-up, 2 patients reported neck pain and 2 patients reported arm pain. At 24 months follow-up, neck pain was reported for 1 patient and arm pain was reported for 1 patient. Additionally, 4 patients underwent secondary surgery at the target level. Among them, 1 patient underwent a re-operation due to residual deformity; and 3 patients had proximal deformity (following index surgery), requiring new add-on surgery.